Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer stated that the pt had a chronic dialysis catheter placed in (B)(6) 2012. The pt had a dialysis treatment (B)(6) 2013. It was discovered that blood oozing was present, located 1.5cm below the butterfly suture wing. The doctor saw cracks on the catheter. The catheter was pulled and replaced on (B)(6) 2013. During the placement of the second catheter, blood was seen 2cm below the butterfly suture wing. The new catheter had cracks as well; this catheter was removed and replaced with another catheter.